Event description:
Same case as manufacturer's reports #6000093-2006-01723, #6000089-2006-01905. It was reported that 511 days after implantation of a 2.75x 20mm, 3.0x24mm, and 3.5x24mm taxus express2 drug eluting stent, a de novo stenosis occurred. During the initial procedure, the target lesion was located in the proximal, mid, and distal right coronary (rca). Pre-intervention stenoses of 99%, 80%, and 80% were reported, respectively. A 2.5x15mm maverick balloon was used to pre-dilate the vessel. A 2.75x20mm taxus stent was deployed in the distal rca, followed by a 3.0x24mm taxus stent in the mid rca and a 3.5x24mm in the proximal rca. Post-intervention residual stenosis percentages were not reported. No information concerning lesion calcification or vessel tortuosity was reported. The patient presented 511 days after the initial procedure with a 95% "concentric", de novo stenosis in the mid rca. It was noted that the "mildly calcified" lesion was "located between the prior placed distal and mid rca stents" and "is not in-stent but in-segment restenosis due to the absence of stent overlap." A 2.75x9mm maverick balloon was used to pre-dilate the lesion. A 2.75x16mm taxus stent was depolyed in the region of the lesion. The stent was post-dilated with a 3.0x8mm maverick balloon. Complications were reported as "none" and the patient's condition was noted to be "satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.